Event description:
The customer reported keypad. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that lvp lifted keypad recall completed. Replaced door assembly with keypad, broken bezel harness wire, and broken ail sensor right side, missing door latch, and damaged bottom rear case and corroded right, left iui. Based on the findings, service determined that the probable root cause of the reported issue was due to manufacturing issue of the keypad. There was a production failure (B)(4) for no power/dead which does not correlate to the customer reported issue.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that lvp lifted keypad recall completed. Replaced door assy with keypad, broken bezel harness wire, and broken ail sensor right side, missing door latch, and damaged bottom rear case and corroded right,left iui. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 15aug2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Also, there was a production failure q6 200295131 for no power/dead which does not correlate to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to manufacturing issue of the keypad. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer

Event description:
The customer reported keypad. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(4) which confirmed similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 15aug2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported keypad. There was no patient involvement.